Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, the jaws were sticking together, when the grip was squeezed, the upper portion of the jaw snapped off. Case completed with a traditional device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw and not returned. There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Under magnification there were some deep scratches noticed on electrode. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. The I-blade does advance smoothly and to end. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.